Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent deployment difficulty occurred. Vascular access was obtained via the common femoral artery. The about 70% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac. This 10x60x75 epic stent was selected and deployed; however, the stent "jumped" a lot more than it should and partly dislodged in an unintended location. A 10x4mm non-bsc stent was deployed to cover the lesion. It was noted that the operator followed through correct deployment steps but the stent was still "out of control". No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.